Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h4, h6, h11 corrected fields: d4 - expiration date null initial: the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn distal cover end a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the blurry image was due to cracked and stained objective lens. Regarding the burn distal cover end, the most probable cause was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed a blurry camera. This issue occurred after completed procedure. There were no reports of patient harm.